Manufacturer narrative:
The customer reported intermittent image artifacts and a visible crack in the gantry mylar window. A philips remote service engineer (rse) downloaded images and confirmed a recognized line artifact on surview images. A philips field service engineer (fse) arrived onsite to evaluate the system. The fse determined the image artifact was the result of the crack in the mylar ring and not a crack in the compensator of the a-plane collimator as initially submitted. The fse replaced the mylar ring and a failing a-plane collimator to resolve the reported issue. There was no report of harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.